Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the calcified unspecified coronary vessel. The physician advanced the 15mm x 2.50mm apex monorail balloon catheter across the lesion. The balloon was inflated to 10atms and ruptured. The number of times the balloon was inflated prior to the rupture is unknown. The physician used a different device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/02/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.